Event description:
It was reported that it was difficult to fill the reservoir with insulin. The reported blood glucose reading was 203 mg/dl. Nothing further was reported.

Manufacturer narrative:
The reservoir was returned with a detach snap-cap, which will cause it to leak.